Manufacturer narrative:
Citation: christopher a ford, benjamin b lange, christopher s morris. Transcatheter embolization of abdominal aortic endograft endoleaks using onyx and coils: mid-term imaging follow-up. Journal of vascular diagnostics and interventions. 3 march 2017. This study was a retrospective analysis of patients who underwent embolization treatment of an abdominal aortic aneurysm sac endoleak with onyx between january 2007 and november 2012. The purpose of this study is to evaluate the efficacy and safety of onyx with or without coils in treatment of type ii endoleaks associated with abdominal aortic endografts. Records of 14 patients with type ii endoleaks associated with the aa endografts, treated with onyx, with or without coils were reviewed. The patients included 12 men and two women. Patient ages ranged from 56 to 83 years of age, with a mean age of 73 years. The onyx was not returned as it was used in the event to treat and endoleak. The model and manufacturer of the adjunctive coils were not reported. Additionally, it was noted that if no treatment was performed it was due to either the patient refusing further treatment, or if the aneurysm sac remained stable. Based on the reported information within this article, there is no evidence suggesting that the device was defective. Per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause of the reported event is related to the patient condition and procedure. Mdrs from this event: 2029214-2017-00607, 2029214-2017-00608, 2029214-2017-00609 mdrs from this literature review:2029214-2017-00601, 2029214-2017-00602, 2029214-2017-00603, 2029214-2017-00604, 2029214-2017-00605, 2029214-2017-00606, 2029214-2017-00610, 2029214-2017-00611, 2029214-2017-00612, 2029214-2017-00613.

Event description:
Medtronic received information through literature review that after receiving onyx embolization to treat a type ii endoleak, the patient did not have a clinical success as there was a detectable endoleak at the follow up evaluation. The patient was being treated for a type ii endoleak after placement of an endograft. The endograft was placed to treat an abdominal aortic aneurysm and after 6.7 months a type ii endoleak was noted. The patient was treated with first with 1.5 mls onyx 34 and adjunctive coils direct fluoroscopic puncture of aneurysm sac, and then with an additional 3mls via computed tomography guided direct aneurysm sac puncture(CT) and df as the endoleak was still present. There were no issues observed during the procedure and it was technically successful, however, at the embolization follow up at 7.9 months, the endoleak was still present and the aneurysm sac increased by 0.2cm. The patient underwent no further treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.